Event description:
It was reported that prior to an unk procedure, the package had been opened. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 08/05/2008. Info anticipated, but unavailable at this time.